Manufacturer narrative:
During failure analysis, corrosion damage was noted throughout the internal components of the device. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro reciprocating saw was sent in for evaluation due to overheating during a procedure. No adverse consequence was reported; another drill was used to complete the procedure without any delay.